Event description:
It was reported while using bd discardit¿ 5ml syringe medication leaked past stopper. There was no patient impact. The following information was provided by the initial reporter, translated from french to english: sampling physiologic serum with the syringe, the liquid leaks through the plunger. As described in the event it was saline, there was no exposure to a hazardous product. The syringe was replaced by another one, no impact on patient or staff.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. H6: investigation summary a device history record review was completed for provided lot number 1902101. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, a sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was identified on the plunger rod. It has been determined that this incident resulted from damage to the plunger lip component specifically. This type of damage can occur during the handling of the product through the manufacturing process or within the assembly machine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd discardit¿ 5ml syringe medication leaked past stopper. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: sampling physiologic serum with the syringe, the liquid leaks through the plunger. As described in the event it was saline, there was no exposure to a hazardous product. The syringe was replaced by another one, no impact on patient or staff.